Event description:
Facility reported that there was allegedly a "problem with the balloon" and it "ruptured." Complainant stated in voicemail that the patient expired, and they were unsure if it was related to the balloon.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.